Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the reservoir of a large volume folfusor ruptured during filling. The device was being filled with 3900 mg of fluorouracil and 975 mg of calciumfolinat. There was no patient involvement. No additional information is available.